Manufacturer narrative:
Device is a combination product. Age at time of event: 18 years or older. Device evaluated by MFR.: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as MDR ID # 2134265-2013-00074. It was reported that during a percutaneous coronary intervention (pci) procedure, incomplete stent apposition occurred. The 90% stenosed lesion was located in the severely calcified and severely tortuous left anterior descending (lad) artery. After using a 1.75mm rotablator for ablation, pre-ivus was performed with the atlantis sr pro2 imaging catheter. Pre-dilation was performed with a 2.0mm non-bsc balloon catheter. A 3.5-28mm promus element stent was implanted at 16atm and apposed to vessel wall under angiography. Post-ivus was performed with the atlantis sr pro2 imaging catheter when the guide wire exit port became stuck in the mid part of the implanted stent. Inflation with a nc quantum apex was performed and the imaging catheter was successfully removed. The imaging catheter lost image at the same time. It is commented that it seemed that guidewire exit port got lifted. Another of the same imaging catheter was used and ivus performed which confirmed that there was no problem in the lesion and the procedure was completed. Physician commented that the lesion was severely calcified and tortuous, there is a possibility that some part of the stent might not have been apposed to vessel wall fully. No further patient complications were reported and the patient¿s status is good.